Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a consumer who indicated that there was a problem with the patient's implanted pump. It was believed that it was a "bad implant." The consumer had requested physician listings of other hcps (healthcare provider) who could manage and refill the pump. The consumer was also looking for the hcp to provide a second opinion. There were no symptoms reported by the consumer. The patient's pump currently delivered lioresal intrathecal (2000 mcg/ml; 149.9 mcg/day; lot number unknown). It was also noted that the non-reservoir drug mentioned by the consumer was "lioresal." Additional information was received from a consumer indicated the patient was experiencing pain because her pump was not working right. She believed her pump was defective. The patient had not followed up with her healthcare provider (hcp). No interventions were mentioned. On (B)(6) 2015, it was additionally reported by a consumer that there may be something wrong with the catheter, but they had never done anything to test it. The reporter wanted someone to tell the doctor that they need to check the catheter. They had brought up their concerns to the hcp and he did not help and just said everything was fine. It was also reported the "implanter was not even a verified surgeon". The device had never helped the patient and the reporter wanted to know if the pump had to be on a specific side of the body. The reporter was redirected to the hcp to have his concerns addressed. The troubleshooting, actions/interventions, cause and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report w ill be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from consumer, company representative and healthcare provider. The consumer reported the patient seemed "worse" since the pump implant (approximate event date of (B)(6) 2010). The patient was seeing the physician every 6 months but the consumer stated the physician refused to check the pump/battery and it had been implanted for 5 years. It was somewhat unclear from the consumer reporting, but they reported that the physician was filling the pump only half full and having the patient have refills every 6 months. The symptoms the patient was having was later clarified as jerking and pain with an event date of (B)(6) 2015. A company representative spoke with the patient's father and provided some physician names who could manage the infusion. Additional information received from a consumer (friend/family member of the patient) reported they needed to speak with someone right away who spoke spanish. The consumer attempted to contact a company representative in (B)(6) multiple times with no success. An alternate company representative further reported that on (B)(6) 2015 an hcp asked them to follow-up with the patient; however the company representative was unsuccessful at reaching the patient via phone as attempted on 11/10/2015, 11/11/2015, and 11/12/2015. The hcp asked the company representative to follow-up with the patient because she was "having issues" and stated they were trying to get another physician to manage the pump. The date of event was unknown. The hcp did not express to the company representative that it was "urgent or anything". Additional information was received from a company representative who indicated that the consumer contacted the manufacturer about intrathecal baclofen therapy management for the patient. The patient was referred by a physician for a pump evaluation on (B)(6) 2015. The pump was evaluated and there were no abnormal functions found. It was indicated that the patient had some "combustion" when using lyrica as an interaction with other drugs. As a result, the physician changed the medication to neurontin. Besides the drug issue, everything else was normal. Different questions were asked by the consumer regarding placing the pump on the right side of the abdomen instead of the left, as it showed on the internet images. The other concern was the loop behind the pump "that was the correct way to shelf the catheter excess."